Event description:
Affiliate reported that the removal of the spindle after the positioning was difficult. The extraction of the drainage has produced the deformation of the catheter.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that: the guide wire was received and inserted in the catheter. Catheter was damaged between 1 1/2" to 2" from the tip. Catheter was damaged between 5/8" to 1 1/4" from the tip. Both damaged areas are partially missing catheter material. Guide wire is kinked at 1 1/2" and 18 1/2" from the tip. Purified water flowed properly throughout the catheter. No occlusions were observed. No other damages observed. The cause(s) of the damages could not be fully determined; however, it appears to have been inadvertently damaged by the customer during use. This however could not be confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Please be advised that the correct lot number is 385375 and not 385275 as previously reported.